Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the stent graft was implanted there was a type I endoleak. The physician decided to use heli-fx endoanchors to resolve the endoleak. Two guides were used and both 28 guides broke while trying to get different angles. The physician used an endurant cuff and the endoleak resolved. Per the physician the cause of the break and the endoleak are unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.